Event description:
It was reported that the patient's implantable neurostimulator (ins) "stopped working" around the time of a bladder repair surgery. The ins was explanted.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received confirmed that the ins was explanted because it had "stopped working" and that they had been getting botox injections for their bladder issue the last couple of years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product.